Event description:
Information received from the field does not address the patient's clinical status but notes a telemetry anomaly and low lead impedance. When the leads were tested and found to function normally, the pulse generator was repllaced.